Manufacturer narrative:
The patient information for this case is that of the user in the procedure, the event affected the user. RMA issued; replacement device shipped to site on 12/23/2015. Medtronic investigation of returned suspect device finds that the returned tracker was found to be in like new condition with no apparent physical damage. The tracker received, released and rotated known good instruments without issue. With markers attached and fully seated, the tracker returned good geometry and divot error readings. The tracker is fully functional.

Event description:
A medtronic representative reported that during a l2-l5 scoliosis spinal fusion procedure the tap instrument locked up in the tracker instrument while the surgeon was using powerease. The hospital used a mallet to disengage the tracker from the tap. The report issue occurred during tapping a pedicle. There was a reported 'slight' delay as the surgeon had to stop during the procedure, remove the tap and tracker from the powerease, and locate another tap size and another tracker instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.